Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call the insulin pump alarmed compromised force sensor system. Customer blood glucose reading was 73 mg/dl. The drive support is protruded. The alarm occurred while changing the reservoir. Customer stated insulin keep squirting out and could not rewinding and priming process. The insulin pump will be returning for analysis.